Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. It was reported that the smart device operating system was not a supported system. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm the reported loss of connection. The root cause could not be determined. Labeling indicates that the dexcom constant glucose monitoring (cgm) application is only compatible for select smart devices and mobile operating systems.